Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose was over 600 mg/dl at the time of incident. Customer's other blood glucose was over 300 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with insulin pump. The customer was using auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer reported that they insulin pump had received hardware low level failure. Customer was able to successfully clear the alarm and received request to rewind pump and was able to complete pump rewind. The customer also reported that insulin pump was damaged. Customer was performed self test and did passed the test. Customer stated that cannula was bent. Customer did not allege pump was under delivering. The customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.